Manufacturer narrative:
Results: power plug not completely attached to cord.

Event description:
It was reported by service report that the power cord was damaged. No patient involvement or adverse consequences are reported.